Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the keypad cover was found to be torn between the down arrow and contrast buttons. During testing, the down arrow and contrast keypad buttons were unresponsive to button presses. The up arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and the down arrow and contrast button contacts were missing from the pump. Contamination was observed under the up arrow and ok key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was used to complete all testing. Also unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow and down arrow keypad buttons were under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.